Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported an infected pocket. The issue was identified from the pocket draining/drawing fluid. Diagnostics and troubleshooting performed included the impedance testing. The impedances were all out of range. Actions taken to resolve this issue included explant. The issue was not resolved at the time of this report. If additional information is received, a follow-up report will be sent.